Manufacturer narrative:
Correction: d3. Event summary: it was reported that the basket of an ngage nitinol stone extractor would not open or close during a transurethral urinary stone removal procedure. The user tested the device in the uncoiled position prior insertion into the endoscope. The handle was operated, but the basket did not open or close. The device was not used on the patient. The procedure was completed using another device from the same lot. The customer provided a video that appears to show a basket that would not open due to separation of the basket from the basket sheath. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation / evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device were also conducted. One device was returned for investigation in an open package with label. There was no damage visible on the device. The handle will move the basket, but the basket will not form. One wire has been pulled loose. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformance's reported for lot. A complaint history database search showed one other related complaint associated with the failure mode for the complaint device lot. Because there are no related non-conformance's, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed. It was concluded that there is no evidence that additional nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The basket assembly is manufactured by a supplier. A supplier investigation has been created to investigate the issue, a cause has not been determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) # = exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of an ngage nitinol stone extractor would not open or close during a transurethral urinary stone removal procedure. The user tested the device in the uncoiled position prior insertion into the endoscope. The handle was operated, but the basket did not open or close. The device was not used on the patient. The procedure was completed using another device from the same lot. The customer provided a video that appears to show a basket that would not open due to separation of the basket from the basket sheath. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.